Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer had a blood glucose (bg) level of 400 mg/dl. The customer administered an insulin injection to address the high bg and reverted to using insulin injections to manage diabetes. The cause of the high bg as not known. A pump system check was unable to be performed as the contact did not have another cartridge to use. Tandem technical support advised the contact to discuss the event with a healthcare provider.